Event description:
Customer reported that the insulin pump drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unit received with missing end cap sticker.